Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma such as dissection. Furthermore, the gore® dryseal flex introducer sheath IFU states that careful evaluation of vessel size, tortuosity, and disease state is required to ensure successful sheath introduction and subsequent withdrawal. Stop advancement of the assembly if there is resistance. Investigate the cause of resistance before proceeding.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® dryseal flex introducer sheath as an accessory in the procedure. The gore® dryseal flex introducer sheath was inserted using the patient's right femoral artery for access. It was reported that the patient¿s right external iliac artery was tortuous. Reportedly the physician felt resistance upon sheath insertion. It was reported that gore® excluder® aaa endoprostheses were being used to treat the abdominal aortic aneurysm. All devices were deployed successfully. When final angiography was performed, a dissection in the patient's right external iliac artery was observed. The physician noted that there was tortuosity at the site of dissociation. The diameter of the patient's right external iliac artery at the location of the dissection was reported to be 5.9mm. As resistance was noted upon sheath insertion, the physician reportedly suspected that there was a high probability that the dissection occurred at that time. A cordis 10mmx40mm stent was implanted to cover the dissection. There were no further reported issues. The patient tolerated the procedure.